Manufacturer narrative:
(B)(4) extend, failure to. The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an optiflo injection needle was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the needle did not fully extend and then would not come back into the sheath. The physician was able to complete the procedure with this device with no pt complications and the pt is fine.